Event description:
ICU ventilator suddenly failed. The screen looked as if the ventilator reverted to a test mode. The pt was manually ventilated. There was no harm to the pt. This ventilator had preventative mainetance performed by the MFR. It had only been returned a couple of weeks when this event occurred. Initially the co said the problem was user error. After further investitation, it was discovered that components in the electronics of the device corroded. Specifically, these components are interface connectors on the hfv driver pcb and hfv processor pcb assemblies. These corroded components were made of tin and lead. The current industry standard is gold. It is not part of preventative maintenance to check these connectors. According to the MFR, there are currently approx 400 ventilators in service. At this time, the MFR is trying to determine how many of these devices have connectors constructed of tin and lead.